Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted within a siever's type I bicuspid anatomy with fusion of right coronary cusp (rcc) and left coronary cusps (lcc). The transcatheter valve was implanted at an approximate depth of 3 millimeters (mm). After deployment, the valve dislodged to an approximate depth of 0 and looked under-expanded. A post-balloon aortic valvuloplasty (bav) was performed with a 24x4 non-medtronic balloon. After the post-bav, the valve depth on the non-coronary cusp (ncc) was approximately -2 and a moderate central leak was identified via transesophageal echocardiogram (tee). As a result, a second valve was implanted deeper at approximate depth of 3 mm with no complications. No additional adverse patient effects were reported.